Manufacturer narrative:
Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4) . Manufacturer's investigation conclusion: a direct relationship between the device and the reported bleeding, pericardial fluid collection, respiratory failure, right heart failure, renal failure, and cardiac arrhythmia could not be conclusively determined through this evaluation. A direct cause for the reported urinary tract infection could not be conclusively determined. The account reported that on post-operative day one, (B)(6) 2018, the patient was extubated; however, shortly after the patient developed respiratory distress, which required reintubation. On (B)(6) 2018 the patient was found to have acute kidney injury. The patient was extubated on (B)(6) 2018 to bipap. The patient started experiencing atrial fibrillation on (B)(6) 2018 and was cardioverted on (B)(6) 2018, (B)(6) 2018, and (B)(6) 2018. On (B)(6) 2018 the patient was placed started on cvvhd. The patient was found to have a urinary tract infection on (B)(6) 2018 and was placed on antibiotics and the infection resolved on (B)(6) 2018. On (B)(6) 2018 the patient started experiencing right ventricular dysfunction and was treated with medication and a right heart catheterization on (B)(6) 2018. On (B)(6) 2018 a CT scan showed moderate pericardial effusion. On (B)(6) 2018 the patient was taken to the or for a chest exploration which revealed large amounts of pericardial fluid causing regional tamponade. The hematoma was evacuated during this procedure. The patient was later taken back to the or on (B)(6) 2018 for further hematoma evacuation. The patient was transfused with 10 units of prbcs between (B)(6) 2018 and (B)(6) 2018. The patient was reintubated on (B)(6) 2018 for airway protection when she became unresponsive. A head CT was negative, and the patient was extubated on (B)(6) 2018. The patient was taken off of cvvhd on (B)(6) 2018 and the patient¿s acute kidney injury slowly resolved by the time that the patient was discharged on (B)(6) 2018. The patient remains ongoing on vad support. The heartmate 3 lvas IFU lists bleeding, pericardial fluid collection, respiratory failure, right heart failure, renal failure, cardiac arrhythmia, and infection as adverse events that may be associated with the use of heartmate 3 lvas. This document provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. The IFU also provides instructions on how to sew the apical cuff to the left ventricle and how to ensure a hemostatic connection between the apical cuff and heart tissue. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. A chest computed tomography (CT) was performed and revealed moderate pericardial effusion. The patient developed acute respiratory distress, which required reintubation. The patient was extubated then reintubated again after becoming unresponsive. A head computed tomography (CT) was performed and was negative. Nephrology was consulted for acute kidney injury (aki) and continuous venovenous hemodialysis (cvvhd) was initiated. The patient was also found to have a urinary tract infection (uti) which was treated with ceftriaxone and cefepime. It was later reported that the patient experienced postoperative anemia due to acute blood loss. The patient was found to have multiple bleeding surgical sites due to platelet dysfunction and coagulopathy. 10 units of packed red blood cells (prbc) were transfused into the patient. On (B)(6) 2018 the patient was taken to the operating room (or) for exploration of the chest. The account discovered a large intrapericardial clot, causing regional tamponade. On (B)(6) 2018 the patient was taken back to the operating room (or) for exploration of the chest, the account evacuated a pericardial hematoma. The patient condition was further complicated by right ventricular dysfunction and ongoing cardiogenic shock. The patient was cardioverted multiple times and received amiodarone, epoprostenol, digoxin, dopamine, and a catheter throughout the post operative course. No further information was provided.